Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The blood glucose was over 400 mg/dl. Significant events leading to hospitalization was vomiting and their blood glucose was not going down. Customer was wearing the pump at time of hospitalization. Customer treated high blood glucose with bolus and declined troubleshooting for it. They gave a bolus per the pump suggestion and blood glucose went down to 15-20 points and then it went back up. The customer also stated that, the infusion set cannula was bent and declined troubleshooting for it. The device is not expected to be returned for analysis.